Event description:
It was reported that the patient experienced syncope and presented to the clinic for a device evaluation. A ventricular dropout and oversensing were observed. Programming changes were made, however, the patient had several vagal episodes after. Further programming changes to the sensitivity resolved the oversensing and functional loss of capture. The patient will continue to be monitored.

Manufacturer narrative:
.